Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a hardware failure on (B)(6) 2014. Dexcom technical support advised patient to reset the device on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.